Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an insulin occlusion alert occurred during a meal announcement while using an inset 23-inch infusion set, which was resolved after a full supply change and insulin resume, and two meal announcements were recorded with approximately 8 units on board. Symptoms included risk of hypoglycemia, for which the user was instructed to monitor blood glucose and treat lows with 15 grams of carbohydrates every 15 minutes as needed. Outcomes included temporary interruption of insulin delivery followed by successful resumption and continued monitoring without hospitalization. Investigation included review of device history via algorithm history and bionic report, guided troubleshooting, and user education on supply change and post-event monitoring. Investigation of this case revealed an insulin flow obstruction consistent with an occlusion associated with the infusion set and corrected by replacing supplies. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set occlusion corrected by standard supply change and user education.